Event description:
The clinician reports the implant was inserted 2021-(B)(6) in the patient's mouth. On 2022-(B)(6), loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and inflammation. No further patient complications were reported.